Event description:
Reported damage to the catheter shaft distal section. There were no difficulties removing the catheter from the pt and no pt consequences.

Manufacturer narrative:
Limited info is available. The device is in transit to the manufacturer and not received as of 4/21/08. Once the device is received, we will conduct an investigation and provide our findings in a follow-up report.